Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported that the patient had lack of efficacy. The patient had been stable at 175 mcg; had "insidious onset of escalating dose" and fluid collection over the pump. The pocket was drained of 15 cc of straw-colored fluid. The hcp was unable to aspirate the sideport. Xrays and logs were unremarkable. The patient was taken to surgery for a catheter revision in 2009. Spontaneous backflow was noted when the catheter was disconnected; no catheter issues were visualized. The catheter was replaced due to lack of efficacy. Patient outcome was not provided.